Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery icon symbol. The (B)(4) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began 2 weeks ago prior to contacting lfs. The patient claimed she manages her diabetes with insulin. At the time the alleged issue began, the patient claimed she was not on any diabetes medication and it is not known what action she took regarding her diabetes regimen. The patient claimed she was experiencing symptoms of "low blood sugar" after the alleged issue began; however there is no indication that the patient received medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the product, and the meter did not require battery replacement. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.